Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent issues with charging the pump battery. Customer¿s blood glucose level was 108 mg/dl. During a follow-up call, the customer reported successfully charging the pump with alternate pump supplies.